Event description:
It was reported that a sparc sling was implanted to treat, "pelvic organ prolapse," and that the device caused "severe and permanent bodily injuries and significant mental and physical pain and suffering."

Manufacturer narrative:
The intended use for the sparc sling is for the treatment of stress urinary incontinence. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.